Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
I was reported that the pump's usb port was cracked resulting in difficulties charging the pump. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.